Manufacturer narrative:
Based on the results of the investigation the root cause could not be identified, however probable causes could be due to some kind of stress such as damage or deterioration of parts, environmental temperature problem, and maintenance problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope revealed the adhesive section of the objective lens had peeled off. There was no patient involvement.